Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 521 mg/dl. The customer was treated for the high blood glucose with a multiple boluses. The customer did not have a back-up plan. The customer will seek medical attention and will call back at a later time to trouble shoot the insulin pump. No further information was provided.